Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a touch contamination. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On unreported dates, the patient was hospitalized for seven days for the peritonitis and was treated with keflex, orally (dose and frequency not reported). On unreported dates, the patient was retrained on aseptic technique, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.